Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation with a 2.00 x 12mm semi-compliant balloon, a 2.25 x 24mm synergy xd drug-eluting stent (des) was deployed at 12 atmospheres (atm).per the physician, the proximal stent edge caused a non-flow-limiting dissection and another stent was deployed to cover the dissection. The procedure was completed successfully, and the patient remained stable.